Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a blood glucose (bg) of 42 mg/dl. Reportedly, the customer stated the bg was due to the pump. However, the customer declined to provide specifics regarding the event. Customer's husband supplied the customer with dextrose 5; however, the customer was not incapacitated and stated that the husband provided the dextrose 5 due to the customer not feeling well.